Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Follow-up imaging revealed either a distal type I or distal type ii endoleak. Additionally, the right distal limb appeared to lack wall apposition. An iliac artery aneurysm extended outside of the graft. Six months later, a reintervention took place using a contralateral leg component and an iliac extender component. The endoleak resolved and the patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxc201400/04261234 and pxc141400/04245726.